Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in system 2 (lot number and expiration date were not provided. Reference medwatch report with (B)(6) for the suspect device used in system 1. Device will not be returned.

Event description:
Reporter stated that customer received the following results on 2 different meters within 10 minutes: 24.3 mmol/l (mobile system) and 11.2 mmol/l (compact system). No actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation; however, this system was discarded.